Event description:
The customer states that at 12am they received a blood glucose result of 480mg/dl. The customer took 10 units of humulin n based on the deivce reading. The customer was found on the floor and was non responsive by family member at 9am. Pt said they had been laying there 15 to 20 minutes. The customer was given orange juice and an ambulance was called. The customer was taken to the hosp and was admitted. Controls were expired. The suspect deivce was replaced and requested to be returned for eval.